Manufacturer narrative:
The downloaded data shows that there were timeouts during operation, but no hazard alarm was alerted to the user. The device was inspected for any damages or defects that would indicate the pod struggling to deliver insulin and nothing was found. The exact cause of the timeouts present during operation could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. Patient had pain in her lower abdomen. Patient was treated by a cat scan, IV fluids, pain killers and iodine were also put in the IV. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).